Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Customer attached a picture showing the front label of the outer box of the v-14 control wire. A section of the polymer jacket was found detached from the core wire. A small portion of approximately 0.5" of polymer jacket is missing. Polymer jacket detachment confirmed. The device was measured in three sections (distal - medium - proximal). The distal , medium and proximal outer diameter and the overall length are within specification.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the peroneal artery. A 300cm v-14 control wire guidewire as advanced for use. However, while navigating through the heavily calcified lesion, the distal tip of the guidewire was detached from the guidewire body. The detached tip was successfully retrieved by snaring and the procedure was completed with a new device of the same model. No patient complications nor injuries reported.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the peroneal artery. A 300cm v-14 control wire guidewire as advanced for use. However, while navigating through the heavily calcified lesion, the distal tip of the guidewire was detached from the guidewire body. The detached tip was successfully retrieved by snaring and the procedure was completed with a new device of the same model. No patient complications nor injuries reported.